Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured, and that both lead impedance and lead noise indicated a lead fracture. It was also reported that there was a ventricular lead warning for high threshold and ventricular high rates which showed as noise on the electrogram (egm.) It was further reported that during rv lead replacement the md determined that the patient was occluded and decided not to replace the rv lead since the patient was rarely paced in the ventricle. Therefore the rv lead was left in place and reprogramming done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2006 (B)(6); 310c27 tissue valve 2012 (B)(6). (B)(4).

Event description:
It was further reported that both the atrial and right ventricular leads were explanted and replaced.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Auto lead diagnostics shows maximum ventricular lead impedance greater than 9,999 ohms throughout the record. (B)(4).

Event description:
It was also reported that the right ventricular lead had increased and rising threshold and recently non-capture at high outputs. The lead was also observed to have oversensing, undersensing and undefined impedance. The patient also had complaints of intermittent pocket stimulation after the reprogramming. The device was subsequently explanted and replaced due to the associated lead issues. When the leads were disconnected from the device and the ventricular lead was tested via the analyzer, the measurements were normal. No obvious issues with the header were seen, however it is speculated that a connection/setscrew issue may have been pre-existing and was responsible for the lead issues. The right ventricular lead remains in use. In addition, the atrial capture management exhibited high threshold/output conditions for several months. There may have been far-field sensing of unipolar ventricular pacing contributing to the inaccuracy of the atrial capture management. The atrial lead was connected to the new device and remains in use.